Event description:
The event is reported as: an air and water leak was found from the connecting part of the nebulizer adaptor. It was found during use when the spo2 declined. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.